Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead via x-ray during device replacement procedure. Lead was capped and replaced. Patient was stable during and post-procedure.